Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with the device protruding through the skin due to erosion. Upon further inspection, the skin around the device was red and hot due to an infection. There was no allegation that the infection was due to the device. The issue will be resolved by explanting the device but the procedure has not yet been scheduled. Further information was requested but not available. The patient was in stable condition.

Event description:
Additional information received indicated the issue was resolved by explanting the device.